Event description:
The patient reported charging issues between the implant and the external equipment shortly after implant. An advanced bionics representative performed device evaluation. The problem was confirmed. The patient will be implanted with a new advanced bionics spinal cord stimulator.